Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in shock lead impedance (sli) measurement from 80 ohms to 100 ohms with the new device. Boston scientific technical services (ts) discussed that this was out of specification and mentioned the possible reason. In addition, further troubleshooting was discussed by ts. Logbook will be reviewed for any induction test performed. Additional information received indicated the sli measurement was still increasing as well as the pacing threshold for this rv lead. Also, this patient had a pocket infection post operatively which was treated with antibiotics. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.